Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (unable to charge battery) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Event description:
The pt services rep (psr) assisting a (B)(6) male pt called in to zoll lifecor customer support to report that one of the pt's batteries was not powering up the pt's monitor. The pt verified that he had the battery on the charger, and it had been charging. The pt was provided with a replacement battery pack.